Event description:
It was reported that the right atrial (ra) lead exhibited occasional p-wave under and over-sensing during arrhythmia. High thresholds were also noted. The lead remains in use. No patient complications have been reported as a result of this event.